Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Customer initially used cold insulin, which contributed to the issue. After receiving guidance from technical support to use room-temperature insulin and follow the correct loading technique, customer successfully loaded a new cartridge onto the pump and resumed insulin delivery.